Event description:
It was reported that during surgery the green covering broke off cam arm, broken piece fell into the patient wound however the surgeon was able to retrieve the broken piece.

Manufacturer narrative:
The associated device was returned and evaluated. The device failures in this complaint have been identified and confirmed. A visual examination of the returned impactor indicated that the arm cover has broken off, and was not returned. A clinical analysis indicated that it was reported during surgery the green covering broke off cam arm. A backup was used, and there was no delay in the procedure. In addition, it was reported the green tip in the wound was removed and there was no injury to patient. According the product evaluation no investigation was necessary as this failure mode has been previously identified. Corrective actions have been previously implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. Based on the product evaluation the root cause of the damaged component is likely a user and/or procedural event. Since the green tip was removed and there was no injury to the patient, no further clinical/medical assessment is warranted at time. No further investigation is necessary as this failure mode has been previously identified. Corrective actions have been previously implemented by the supplier to prevent recurrence of this failure mode. This device was manufactured in 2014: manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.